Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00016. Device 2 is being reported under MDR-2247858-2022-00021.

Event description:
Endoleak type iiia. Since aaa repair patient noted right short distance claudication. Vascular 1 month follow-up demonstrated rt limb separation. Subject notified and surgery scheduled for aortic-uni- iliac with left to right femoral to femoral bypass. 8 mm ptfe placed. Per discharge summary, "it appears there is a large type iii endoleak with complete dislocation of the right limb from the main body. Patient outcome - "after placement of the aorto-uni-iliac graft and extension with vbx stent, there continue to be good flow in the bilateral renal arteries and into the left common iliac, hypogastric and external iliac arteries. The right common iliac artery was occluded up to the bifurcation with good flow in the external iliac and hypogastric arteries. After completion of the femoral to femoral bypass with ptfe graft, there was a good pulse noted in the groins and multiphasic doppler signals in the pedal vessels."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00016. Device 2 is being reported under MDR-2247858-2022-00021.

Event description:
Endoleak type iiia. Since aaa repair patient noted right short distance claudication. Vascular 1 month follow-up demonstrated rt limb separation. Subject notified and surgery scheduled for aortic-uni- iliac with left to right femoral to femoral bypass. 8 mm ptfe placed. Per discharge summary, "it appears there is a large type iii endoleak with complete dislocation of the right limb from the main body. Patient outcome - "after placement of the aorto-uni-iliac graft and extension with vbx stent, there continue to be good flow in the bilateral renal arteries and into the left common iliac, hypogastric and external iliac arteries. The right common iliac artery was occluded up to the bifurcation with good flow in the external iliac and hypogastric arteries. After completion of the femoral to femoral bypass with ptfe graft, there was a good pulse noted in the groins and multiphasic doppler signals in the pedal vessels."